Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible and no intervention was performed. The patient would continued to be monitored.

Event description:
New information on (B)(4) 2019 stated the noise on the atrial lead resulted in inappropriate mode switch. The lead was reprogrammed but did not resolve the noise issue. Both the lead and the patient would continue to be monitored.